Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, autoimmune disorder. Note: please refer to this manufacturing number related to the med watch: 1645337-2019-19335. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5089166. It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown saline breast implants which the patient reported that she had double lumen breast implants. She started to have many autoimmune type symptoms. Went to rheumatologist who suspected she was sick from implants. In 2005 it was noted on mammogram that her left implant was ruptured. Between 1980 to 2005 she had heart attack at very young age, hysterectomy for fibroids, diagnosed fibromyalgia, osteoarthritis, had knee surgeries. Had rupture implant replaced with mentor implants and her health has deteriorated with lupus, mixed connective tissue disease, fibromyalgia, 17 joint surgeries. As a result was explanted on (B)(6) 2005. This report is for the left side.